Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. Internal inspection of the turbine revealed a white powdery substance. The turbine was seized due to apparent water contamination and corrosion.

Event description:
It was reported that the ventilator did not pass the leak test. The ventilator just clicks with the breath rate of 12 and does not blow air. No patient harm reported.